Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device found there was contrast in the inflation lumen. The stent was centered between the markerbands on the tightly folded balloon. The middle of the stent had seven rows of struts that were stretched and flared. Magnified inspection presented no evidence of any product quality deficiencies contributing to the stent damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during preparation for a stenting treatment procedure, stent damage occurred. A 32mmx2.75 veriflex otw stent delivery system (sds) was unpacked and it was noted that the stent and struts were visibly mangled. There were no patient complications reported and the patient status is ok.

Event description:
It was reported that during preparation for a stenting treatment procedure, stent damage occurred. A 32mmx2.75 veriflex otw stent delivery system (sds) was unpacked and it was noted that the stent and struts were visibly mangled. There were no patient complications reported and the patient status is ok.